Manufacturer narrative:
Based on initial findings, longeviti has concluded that their medical device did not cause or worsen the traumatic situation. Longeviti has determined the cause of failure to be direct impact on the implant with force that exceeds the threshold of failure for the human skull.

Event description:
The patient was involved in a traumatic accident, while riding an electric scooter, and the cranial implant broke. The patient has a history of seizures leading the surgeon to infer that "the situation was most likely caused by a seizure while [performing the activity]" exacerbating the injury was a decision by the patient to not wear a protective helmet. The patient chose to perform the activity without head protection understanding they've had multiple surgeries and a history of seizures. A surgery occurred on saturday morning (B)(6) 2025. Through process of elimination, whereas no visible injuries outside of surgical site were noted, it was concluded by the surgeon that, "the point of impact was directly on (the portion of the head containing) the implanted medical device." The hospital has before and after CT scans of the injury. The surgeon performed a complete removal of the clearfit (B)(6). The surgeon believed the medical device behaved as it should have and could have been worse without the device's protection.